Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient had recurrent meningitis since 2020, for about 7 or 8 times, and the clinic suggested to remove the implant first for further treatment of meningitis. After the initial implantation in 2019, the recipient obtained hearing benefits from the device. Cerebrospinal fluid metagenomic testing for pathogens: streptococcus pneumoniae; purulent meningitis is clinically diagnosed. The recipient has been explanted. Re-implantation is considered at a later date.

Event description:
Reportedly, the recipient had recurrent meningitis since 2020, for about 7 or 8 times, and the clinic suggested to remove the implant first for further treatment of meningitis. After the initial implantation in 2019, the recipient obtained hearing benefits from the device. Cerebrospinal fluid metagenomic testing for pathogens: streptococcus pneumoniae; purulent meningitis is clinically diagnosed. The recipient has been explanted. Re-implantation is considered at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to information received, the device was explanted due to recurrent of meningitis in the setting of a cochlear malformation and an apparent csf leak, which required surgical repair. Vaccination status is unknown. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore the device is unlikely the source of the infection. This is a final report.